Event description:
It was reported that patient came to the ER after receiving multiple shocks. All therapies were appropriate, but some were ineffective. No lead anomaly was noted. Patient had a cardiac ischemic event that may have caused the ineffective therapies. The first few attempts at dft testing were not successful. The last dft test was successful and the physician reprogrammed the device as needed. The patient was fine.